Manufacturer narrative:
The reported event of a trifecta stented tissue valve explanted due to endocarditis could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date 8.5 year ago am unknown size trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to endocarditis and a new unknown size trifecta gt was implanted. Patient status is unknown. Additional information was requested but cannot be obtained.